Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient¿s race is white and ethnicity is not hispanic/latino manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (right device) and an unspecified mentor gel breast prosthesis (left device) developed capsular contracture in both of her breasts. As a result, the patient underwent unilateral explantation of her right breast prosthesis in 2017. The explanted right breast prosthesis was replaced with an allergan breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.